Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the event was not determined. The deployment failure occurred in the distal stent region. The pipeline device was located within a tortuous segment of the blood vessel, specifically on the distal side.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline flex stent was delivered through a phenom 27 microcatheter but the distal stent region did not open. Despite deployment maneuvers, the stent did not open. Even when the deployment distance was extended, the proximal and mid-section of the stent remained closed. After repeated deployment attempts and re-sheathing maneuvers, the stent developed an abnormal deformation and could not open. The stent was resheathed, removed from the body with the microcatheter, and was replaced with a medtronic product to complete the procedure. It was noted that the pipeline was difficult to deliver due to tortuous blood vessels and large size. No patient symptoms or complications were associated with this event. The patient was undergoing dense mesh flow diversion surgery for treatment of an aneurysm with a max diameter of 6 mm and a 4 mm neck diameter. The aneurysm spanned bouthillier et al. Classifications c2-c3 (petrous-lacerum). The reported "device and" any accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline was used for an approved indication (on-label). No abnormalities or damage were observed in the concomitant catheter. The distal end of the stent was located in a bend and failed to open when more than 50% of the stent was deployed. The stent was resheathed 3 or more times. No additional "steps or" other devices were used to deploy the stent.